Event description:
It was reported that during a thoractomy procedure, the clips were not forming when fired for the first two devices. A third device was used to complete the procedure. There was no pt consequence.